Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman'; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a codman perforator failed to disengage, damaging the dura that required additional intervention. The item has been used to drill the cranium during a surgery for a craniotomy issue. The perforator had been used for a two holes but then stopped working properly and it was impossible to complete the pierce using the second tip to realize the second hole. The perforator didn¿t stop and caused the laceration of the dura mater and of a cortical vein. There was an additional specific medical action done, without further explanation.